Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the balloon and lumen. Microscopic inspection revealed a pinhole located on the proximal edge of the markerband. There is no indication that the device was inflated over rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral approach. The 100% stenosed target lesion was located in the severely calcified right anterior tibial artery. A 1.5mmx20mmx143cm coyote es balloon catheter was advanced for dilatation. However, during the 1st inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The ruptured balloon was removed from the patient's body completely. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral approach. The 100% stenosed target lesion was located in the severely calcified right anterior tibial artery. A 1.5mmx20mmx143cm coyote¿ es balloon catheter was advanced for dilatation. However, during the 1st inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The ruptured balloon was removed from the patient's body completely. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.